Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was capped. The lead exhibited high impedance, high thresholds, and no capture. The patient has dementia and had been trying to remove the sling and bandage and may have dislodged the lead. Additionally, the physician believed that the lead may have perforated the ventricle. No further patient complications have been reported as a result of this event.